Event description:
The company was informed that the pt is experiencing drainage from the ear canal of the implanted ear. Advanced bionics is in the process of gathering further info, once further info is obtained a supplemental report will be submitted.